Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's wife calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison and all of the results obtained. The customer's wife stated that the reasoning behind the husband testing on three different meters is to verify that he is accurately treating himself with insulin. Manufacturer does not recommend this type of comparison. The booklet provide guides to have accurate results. The customer's expected fasting blood glucose test result range is 80 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The product is stores according to specification. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's wife calling on behalf of the customer.the customer is concerned with tests results from meter to meter comparison and all of the results obtained. The customer's wife stated that the reasoning behind the husband testing on three different meters is to verify that he is accurately treating himself with insulin. Manufacturer does not recommend this type of comparison. The booklet provide guides to have accurate results. The customer's expected fasting blood glucose test result range is 80 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 08/10/2016. The product is stores according to specification. The meter memory was reviewed for previous test result history: (B)(6).